Event description:
This lead was implanted on (B)(6) 2006. A call to technical services on 8/3/12 states that the lead was capped due to site discomfort. The physician was dr. (B)(6). No new system was implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)